Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the label backing was missing and that the head failed all its uplink amplitude testing it was to be sent on for repair and reallocation. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.